Event description:
On (B)(6) 2025 the reporter reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels of approximately 600 mg/dl following a supply change while hospitalized for an issue non-related to the ilet device. The user remained in the hospital where the user was treated with exogenous insulin and IV fluids and discharged (B)(6) 2025. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia after continued use of the ilet during inpatient hospitalization with a recent supply change while receiving systemic corticosteroid therapy (prednisone). This situation can result in markedly increased insulin requirements and inadequate glycemic control and is consistent with the observed persistent hyperglycemia requiring prolonged hospitalization and treatment with exogenous insulin and IV fluids. Engineering logs were not available at the time of review; however, no device malfunction was alleged, and available information supports a non-device-related, use-in-hospital context with medication-related factors. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise.